Event description:
It was reported that this implantable lead was part of a system revision due to potential infection and the incision was partially open. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pocket was closed. The implantable lead remains in service.